Event description:
Pt was revised to address knee pain.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.